Event description:
It was reported that during a stent treatment procedure stent damage occurred. The lesion being treated was located in the mid obtuse marginal branch. Access was gained via the right femoral artery. An 6f guide catheter was inserted over the wire to the obtuse marginal vein graft. A filterwire ez was inserted. A 3.0x30mm and a 2.0x15mm apex balloon were inserted and removed with no inflations. The 2.0x15mm apex balloon was inserted and inflated four times at ten to fifteen seconds at fourteen atmospheres each. The balloon was removed. A new filterwire ez was inserted and a 3.5x6mm flextome cutting balloon was inflated five times at fifteen atmospheres for twenty seconds. A 4.0x6mm flextome cutting balloon was inflated 6 times for fifteen seconds at fifteen atmospheres each. The balloon and filterwire ez were removed. A 4.0x38mm taxus liberte long stent was inserted. The stent was unable to cross the lesion with multiple attempts with same stent. The stent was removed and it was noted that the stent was damaged on the balloon. A 3.0x15mm apex balloon was inserted and inflated for thirty-five seconds at six atmospheres. A 4.0x12mm taxus stent was deployed. A 4.0x28mm taxus stent was then deployed. 5.0x16mm, 4.0x16mm and a 5.0x16mm veriflex stents were also deployed. A 5.0x15mm quantum maverick balloon was used to post dilate. The balloon was inflated 9 times to twelve to eighteen atmospheres for fifteen to thirty seconds per inflation. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified that the stent moved 6mm proximal to the distal markerband. Stent damage was also noted. Rows 1 to 3 at the proximal end of the stent were misaligned. The tip of the device was also damaged. There was kinks in the lumen 88mm and 5mm proximal to the tip. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is user error related. The dfu states the device is indicated for improving luminal diameter for the treatment of de novo lesions in native coronary arteries; however the target lesion for this event was reported to be in a saphenous vein graft. (B)(4).

Event description:
It was reported that during a stent treatment procedure stent damage occurred. The lesion being treated was located in the mid obtuse marginal branch. Access was gained via the right femoral artery. An 6f guide catheter was inserted over the wire to the obtuse marginal vein graft. A filterwire ez was inserted. A 3.0x30mm and a 2.0x15mm apex balloon were inserted and removed with no inflations. The 2.0x15mm apex balloon was inserted and inflated four times at ten to fifteen seconds at fourteen atmospheres each. The balloon was removed. A new filterwire ez was inserted and a 3.5x6mm flextome cutting balloon was inflated five times at fifteen atmospheres for twenty seconds. A 4.0x6mm flextome cutting balloon was inflated 6 times for fifteen seconds at fifteen atmospheres each. The balloon and filterwire ez were removed. A 4.0x38mm taxus liberte long stent was inserted. The stent was unable to cross the lesion with multiple attempts with same stent. The stent was removed and it was noted that the stent was damaged on the balloon. A 3.0x15mm apex balloon was inserted and inflated for thirty-five seconds at six atmospheres. A 4.0x12mm taxus stent was deployed. A 4.0x28mm taxus stent was then deployed. 5.0x16mm, 4.0x16mm and a 5.0x16mm veriflex stents were also deployed. A 5.0x15mm quantum maverick balloon was used to post dilate. The balloon was inflated 9 times to twelve to eighteen atmospheres for fifteen to thirty seconds per inflation. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a stent treatment procedure, stent damage occurred. The lesion being treated was located in the mid obtuse marginal branch. Access was gained via the right femoral artery. An 6f guide catheter was inserted over the wire to the obtuse marginal vein graft. A filterwire ez was inserted. A 3.0x30mm and a 2.0x15mm apex balloon were inserted and removed with no inflations. The 2.0x15mm apex balloon was inserted and inflated four times at ten to fifteen seconds at fourteen atmospheres each. The balloon was removed. A new filterwire ez was inserted and a 3.5x6mm flextome cutting balloon was inflated five times at fifteen atmospheres for twenty seconds. A 4.0x6mm flextome cutting balloon was inflated 6 times for fifteen seconds at fifteen atmospheres each. The balloon and filterwire ez were removed. A 4.0x38mm taxus liberte long stent was inserted. The stent was unable to cross the lesion with multiple attempts with same stent. The stent was removed and it was noted that the stent was damaged on the balloon. A 3.0x15mm apex balloon was inserted and inflated for thirty-five seconds at six atmospheres. A 4.0x12mm taxus stent was deployed. A 4.0x28mm taxus stent was then deployed. 5.0x16mm, 4.0x16mm and a 5.0x16mm veriflex stents were also deployed. A 5.0x15mm quantum maverick balloon was used to post dilate. The balloon was inflated 9 times to twelve to eighteen atmospheres for fifteen to thirty seconds per inflation. No patient complications were reported and the patient¿s status is listed as fine.

Manufacturer narrative:
(B)(4).